Event description:
During an acdf procedure the surgeon had finished removing the disk at c5/6. While rasping at c5/6 the shaft of a 9-mm cervical rasp broke. The surgeon was working under the microscope and noted that no damage occurred to any tissue and the break was a clean break (no fragments or loose particles). The surgeon had to retrieve the rasp head from the c5/6 disk space using surgical forceps. The surgeon inspected the disk space and surgical site using the microscope. The physician then continued the operation by using a 10mm rasp in the same disk space and successfully implanting a 10mm cervical peek implant. In this procedure the total delay was less than 2 minutes.

Manufacturer narrative:
Because all other elements of the complaint unit were in good condition and all investigation results show good material properties and manufacturing results, handling damage during cleaning is believed to be the most likely cause of the event.